Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed the o2 calibration test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed the o2 calibration test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Customer has reseated the fio2 sensor, and the unit is not passing the fio2 calibration. Customer is taking responsibility to correct/repair the device.